Event description:
The patient was brought in-clinic for lead evaluation and fluoroscopy revealed an externalized conductor. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A complete lead was returned in two pieces. Internal abrasions were found in multiple areas near the distal end. The re and rv cables were externalized, but the coating was normal in all of the abraded areas.